Event description:
Patient presented for generator replacement due to low battery. High impedance was observed pre-operatively with v1.5 software. The output currents were then all disabled and the high impedance was no longer observed. The patient underwent generator replacement and impedance was noted to be ok after generator replacement. For model 102/102r generators programmed to output currents > 1 ma , it was observed that system diagnostics using m3000 v1.0 and m250 software would display ok lead impedance while system diagnostics using m3000 v1.5 software would display a false high impedance. The explanted generator has not been received to date. No other relevant information has been received to date.